Manufacturer narrative:
Report date: 01sep2021. (B)(6).

Event description:
It was reported that the ventilator had a battery issue. Reportedly, when it was turned on it said the battery is defective and when it was plugged the device into the mains, it had the mains logo and no sign of battery being charged. The issue occurred during pre-use with no delay to therapy noted. The customer troubleshot the issue with remote technical support and reported that the device failed to recognize the battery. Battery failed error present within the device logs from (B)(6) 2021. The customer replaced the battery, device performance verified, and safety tested. The customer was advised to charge battery for approximately 4 hours then the unit could be placed back into use.